Event description:
Female customer stated that she purchased a 10 oz bottle of revitalens ocutec multipurpose disinfecting solution that leaked from the cap. While going home, she noticed the box and bottle were all wet, so she threw the bottle away. She retained the outside box and thus was able to provide the suspect lot number. No pt injury reported.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Visual testing was performed on a retained sample and found to be within specifications. Functional/vacuum testing was performed on a retained sample and found to be within specifications. The root cause has not been established. All available pertinent information has been submitted.